Event description:
Catheter tip fractured and traveled to left lower lobe pulmonary artery branch. This was incidentally noted on a chest x-ray dated 1/01. The lung tissue around the fragment is normal in appearance. The risks of trying to snare the fragment outweigh the benefits. The pt has no untoward effects.